Event description:
Attempted a peripherally inserted central catheter (PICC) insertion, rua brachial. Bard sherlock® central venous catheter navigation system would not show p waves to determine if PICC was in the superior vena cava (svc). Had to get a chest x-ray (cxr) to verify location. Troubleshoot many times. This is not an isolated event. Other reports will be made for other failures.

Event description:
Attempted a peripherally inserted central catheter (PICC) insertion, rua brachial. Bard sherlock® central venous catheter navigation system would not show p waves to determine if PICC was in the superior vena cava (svc) ¿ had to get a chest x-ray (cxr) to verify location. Troubleshot many times. This is not an isolated event. Other reports will be made for other failures.